Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2019 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured/migrated. "No adverse trends were indicated. As received, the catheter was fractured between the 14 and 15 cm mark. The catheter was trimmed to approximately 20 cm. The blue boot was not secured to the port. There was a suture tied around the catheter tubing at approximately the 18 cm mark. The catheter tubing and port were occluded with bio material {blood clots} inside. Just distal to the fracture, on the detached piece of tubing between the 13 and 15 cm mark, the catheter tubing is discolored and has 4 longitudinal splits. The catheter tubing was confirmed to meet dimensional specifications. No manufacturing non-conformances were observed during the sample review. Although a definitive root cause could not be determined from sample review, based on the discolored appearance and splits in the tubing, the most likely root cause is pinching of the catheter (i.e. Pinch off syndrome) resulting in occlusion and/or over pressurization. The directions for use supplied with the device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome". (B)(4).

Manufacturer narrative:
Although the product from the reported event has been returned to angiodynamics, the device evaluation has not yet been completed. Upon completion of the investigation, a supplemental medwatch will be submitted ((B)(4)).

Event description:
As reported by angiodynamics' distributor in (B)(4), " on (B)(6) 2019, (B)(6) territory manager was informed of an incident involving a smart port. He was advised the following information: a patient had a smart port inserted in his left chest on (B)(6) 2019. The port was "not working" and a port-a-gram showed extravasation. The patient also had a lot of bruising around the port body. The port was explanted on (B)(6) 2019 under general anaesthesia. On explantation of the smart port the catheter was found to be completely broken a few cm from the port body; the surgeon emphasised he did not cut the catheter, he found it that way). He also noted that the loose piece of catheter was discovered to have a longitudinal split. A new smart port (lot# 5459614) was then implanted on the right chest without incident. The used catheter has been returned to angiodyanamics for evaluation.